Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary procedure on (B) (6) 2010. There were no anti-coagulants used during the procedure. Access was obtained via a 6f sheath in the right common femoral artery (cfa). Following the procedure, mynx was used for femoral arterial closure. A radiology technician (in training by another certified radiology technician) deployed the device. It was reported that the sealant was ¿misdeployed into the vessel¿. The patient had an open embolectomy performed. It was reported that a path report was positive for what was believed to be sealant.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the limited information received and without the material to perform a chemical analysis, the root cause of the reported sealant misdeployment could not be conclusively determined. The pathology report was positive for what was believed to be peg, however the pathology report was not obtained for review and therefore the exact composition of the reported material could not be confirmed. Limited information was provided on this case, and in addition, the operator was in training without an aci representative present. Therefore, the location of stick as well as suitability for closure in this patient can not be assessed, and deployment of the device per the instructions for use can not be confirmed. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.